Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's monitor was not properly reading that the pt's electrode belt was attached. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor not communicating with electrode belt) was confirmed. Upon investigation, the monitor was unable to detect the electrode belt ECG electrodes due to a lack of driven ground signal. The cause for the lack of driven ground signal was isolated to an open connections on pins 8 and 9 on component k700, the driven ground relay. The root cause for the open pins on the k700 driven ground relay could not be positively identified. No adverse event resulted from the defective driven ground relay. The pt received a replacement monitor.